Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from the station indicating a failure in the main drawer 2 full height cubie drawer. A field service engineer replaced the latch during the inspection. While the drawer was taken apart, the retractor band cable was reconnected at both the drawer and the module controller to address the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. The customer mentioned that they attempted to reboot the machine, but the problem persisted. As a result, the user was unable to access or dispense medication to the patient during this malfunction. There were no adverse events or injuries reported based on this incident.